Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device replacement procedure the lead was checked via fluoroscopy and the lead showed externalization near the proximal part. All electrical parameters were in range and physician decided not to take any further action. Patient conditions are good.